Manufacturer narrative:
Insulin passed basic occlusion test and displacement test. No motor error alarms were noted. However unable to prime the insulin pump during prime / compromised force sensor system test due to faulty fsr(gold). The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.